Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during fill 6 of 6. The technical service representative (tsr) had the home patient (hp) cycle the power to clear the alarm and disconnect from the setup. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.